Event description:
Ob obstetrics patient about to receive an epidural per the anesthesiologist. Md attempted to insert the epidural needle but felt resistance. Md evaluated the needle and found it to be somewhat blunt and not able to penetrate patient's skin. Md retrieved another needle and finished the procedure. No harm/injury to patient as she already had numbing medication applied and did not feel the first needle attempt. Needle was unfortunately discarded however manufacturer and product info was obtained.======================health professional's impression======================it had a blunt tip.